Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient has been experiencing elevated blood glucose (bg) up to 400 mg/dl. There were no reported signs or symptoms of hyperglycemia. The reporter noted that the only time the patient¿s bg will decrease to below 200 mg/dl is when she receives an injection via syringe. The reporter stated that the previous day, the patient¿s healthcare provider instructed them to five an injection of rapid-acting insulin. The patient¿s bgs reportedly came down but rose again when she was placed back on the pump. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. There was no pump defect found upon troubleshooting. The reporter stated she had lost fair in the pump and requested the pump be replaced. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/05/2013 with the following findings: evaluation revealed the pump successfully completed the required 29 hour flow accuracy test and was found to be delivering within the specification. Investigators were unable to duplicate the complaint during the investigation. There was no defect found.